Event description:
During a follow-up in clinic, there was intermittent pacing noted on the device. An attempt was made to interrogate the device and pacing was inhibited during the attempt which resulted in the patient experiencing dizziness. The battery impedance was also noted to be high. The device was explanted and replaced and the patient was stable following the procedure.